Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with nontuberculous mycobacteria. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.11. A device service history review has been performed, and no other similar events have been identified since device manufacturing date. Through follow-up communication, livanova learned that the device was cleaned regularly according to the manufacturer's instruction for use, water quality monitoring is applied, and the h202 is checked every day. A disposable pall-aquasafe water filter with an 0.2 um membrane for tap water or equivalent performance filter is used and when the device is not used, it is stored full of water. In this case, the h202 level is checked daily. The hospital do not use reusable blankets. Prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected as well as device surfaces after every operation. 3t aerosol collection set is replaced after the allowed use period. In addition, the device is placed outside the operation theatre during use. However, the sink water was not tested to identify the source of the contamination, and no information was provided regarding the schedule for water quality monitoring and the replacement frequency of the pall-aquasafe water filter. Based on the investigation findings, it cannot be ruled out the source of the contamination is related to the location where the device is used and remains unknown, and that the customer's deviation from the instructions for use might have contributed to the reported contamination event. The risk is in the acceptable region. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the heater-cooler device by applying multiple measures implemented over the past few years through dedicated CAPA. Livanova will keep monitoring the market.